Event description:
Device issue: difficult to recover. Time of device issue: during the procedure. Adverse event: none. It was reported that during a left internal carotid artery stenting procedure, in a mildly tortuous and heavily calcified lesion, the embolic protection device (epd) was difficult to recover. The low-profile, flexible design (rc2) was attempted, but would not cross through the stent. Next, the shapeable tip design (rc1) was attempted, but again it would not cross through the stent. A buddy wire was inserted, ballooning and neck manipulation were done to help the recovery catheter cross through the stent. All efforts were unsuccessful. A new package was opened and another rc2 was used successfully to capture the epd. The delay in the procedure was approx 20 minutes. There was no adverse pt sequela. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). Eval summary: the product used during the procedure was not returned which could have aided in the determination of the cause, however, difficulty of crossing can be affected by numerous factors including, but is not limited to, pt anatomical morphology, pt disease state, device placement technique, and accessory device support. The rx accunet instructions for use (IFU) recommend a variety of techniques that can be used to assist passage of the recovery catheter if it has difficulty advancing through the deployed stent such as: rotate the pt neck from side-to-side, change the position of the guiding catheter or guiding sheath, if using the recovery catheter I (shapeable tip) modify the tip shape of the recovery catheter, if stent struts are impeding the advancement of the recovery catheter, post dilate the stent, and insert a guide wire ("buddy wire") to straighten the stented area. If the mentioned techniques are unsuccessful in advancing through the deployed stent, the alternate recovery catheter should be prepared and used. The rx accunet comes with two recovery systems, a shapeable tip design (rc1), and a low profile flexible tip design (rc2). The shapeable tip design is torquable and steerable. The low profile design, is more flexible and its design to deflect into place while advancing. It is to the discretion of the user based on his preference and experience to use the recovery system that is appropriate for the procedure. Based on available info and the absent of the device for analysis, a conclusive cause appears to be related to operational context in which the device was utilized and the heavily calcified lesion could have contributed to the event. A review of mfg records did not reveal any non-conformities which could have contributed to this event. All catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally, and functionally inspected.